Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain at the ipg site. In turn, surgical intervention was undertaken to relocate the ipg pocket deeper and replace the ipg with a smaller ipg. Post-operatively, the pain at the ipg site resolved.